Event description:
It was reported that during testing at the user facility the tip of the device broke off. The tip of the device breaking off during a procedure can cause an infection risk. There was no known patient impact or delay to a procedure.

Manufacturer narrative:
It was determined after receiving further clarification from the customer that this event was not a reportable event per cfr 21, part 803. This supplemental is being filed to identify a MDR was not required for this event.

Event description:
It was reported that during testing at the user facility the tip of the device broke off. The tip of the device breaking off during a procedure can cause an infection risk. There was no known patient impact or delay to a procedure.